Manufacturer narrative:
The information systems administrator reported that the primary screen and secondary screen on the central nurse's station (cns) were flashing / fading in and out. They were not able to silence alarms at the secondary screen, and it was monitoring the same patients as the primary screen and located in different part of the hospital. They are using a splitter and will try replacing it to see if it resolves the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The information systems administrator reported that the primary screen and secondary screen on the central nurse's station (cns) were flashing / fading in and out. They were not able to silence alarms at the secondary screen, and it was monitoring the same patients as the primary screen and located in different part of the hospital. They are using a splitter and will try replacing it to see if it resolves the issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the information systems administrator reported that the primary and secondary screens for the central nurse's station (cns) were flashing / fading in and out. They were not able to silence the alarms at the secondary monitor, which was monitoring the same patients as the primary monitor located in different part of the hospital. No patient harm was reported. Investigation summary: the issue occurred about twice a day but would then return to normal. The customer stated that this problem does not affect patient monitoring. The customer explained that the remote monitor was connected via the video splitter (tripp lite b116-002a) to split the video signal from the cns tower to the normal cns display and the remote monitor. No issues were reported for the normal cns display. There is insufficient information available to determine the cause of the reported event. The setup described by the customer is not the recommended setup as described in the operator's manual. Since it is not setup per the manual, performance cannot be guaranteed. There is no indication that the cns had malfunctioned. There was no recurrence history for this device. Attempt #1: 04/27/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 04/28/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 05/04/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The information systems administrator reported that the primary and secondary screens for the central nurse's station (cns) were flashing / fading in and out. They were not able to silence the alarms at the secondary monitor, which was monitoring the same patients as the primary monitor located in different part of the hospital. No patient harm was reported.